Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total human chorionic gonadotropin (thcg) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The service was performed over multiple visits. The cse performed total service call. The cse checked all alignments, which were acceptable. The cse performed dark count with and without cuvettes. The cse cleaned luminometer and verified seals, which was acceptable. The cse replaced photomultiplier tube (pmt), acid and base pumps, 2 way valves for the pumps, base probe luminometer, and the luminometer cable that runs to the back plane. The cse primed the system. The cse calibrated the system, ran quality control (qc) and ran 100 thcg patient samples and the results were acceptable. The cause of the discordant total human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, total human chorionic gonadotropin (thcg) results were obtained on patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant total hcg results.